Event description:
It was reported that the programmer would not interrogate devices. It was noted that the programmer head had been changed out. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable replicate the customer experience of being unable to interrogate devices, however solder joints on the radiofrequency head connector on the link electronic module board were cracked and the overlay was cracked as well. (B)(4).